Event description:
It was reported that the programmer needed a universal serial bus (usb) port fix, that it would not read. It was further noted that the programmer also needed a software update. The programmer was returned and subsequently tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found that there was a loose electrocardiogram (ECG) connector and that the printed circuit board was loose or detached and that the stylus was not working correctly.